Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the home choice (hc) during use during fill 1. The home patient (hp) was requesting assistance in ending therapy on the hc so that he could start over with new supplies. The hp stated that the supply bag became disconnected. The technical service representative (tsr) advised the hp to contact his nurse about the exposure to unsterile air. The tsr assisted as requested to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient on (B)(6) 2012. He stated that the bag had disconnected from the set due to user error only and there were no allegations made against any of baxter's products. After starting over with new supplies, therapy went well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Codes not previously reported, were added in this report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.